Manufacturer narrative:
(B)(4). Neither data nor device were returned for evaluation. The root cause for the reported event cannot be determined. It should be noted that diabetes mellitus is a known cause of hypoglycemia and hyperglycemia

Event description:
Sales representative contacted dexcom technical support on (B)(6) 2015, to report on behalf of the patient's dad, that on (B)(6) 2015, that the patient had a hyperglycemic event and a hypoglycemic event. When the patient had a hypoglycemic event the receiver did not alarm and only vibrated; however, when they experienced the hyperglycemia event the receiver alarmed. The low setting for their receiver is at 80 mg/dl. The receiver has intermittent audio output. No medical intervention or injuries were reported.